Manufacturer narrative:
Initial.

Event description:
It was reported that the user, who is undergoing chemotherapy and taking prednisone, received ilet system alerts overnight for falling glucose and treated twice with orange juice, later noting a glucose of 68 mg/dl; the device issue could not be characterized due to insufficient information and the specific device component was not identified. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.